Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead were explanted and surgically abandoned due to product performance issue. The previous pacemaker had been replaced because of normal battery depletion; however, days after the surgery, a lead dislodgement was noted. The physician attempted to revise the rv lead but was unable to retract the helix and therefore opted to replace it with a new lead. Due to an occluded subclavian vein, the physician was unable to place the new lead. Consequently, the pacemaker was explanted, and the rv lead was surgically abandoned. A micra pacemaker was implanted instead. The patient was pacemaker dependent, and lead dislodgement resulted in syncope, fainting, weakness, loss of consciousness and heart block. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead were explanted and surgically abandoned due to product performance issue. The previous pacemaker had been replaced because of normal battery depletion; however, days after the surgery, a lead dislodgement was noted. The physician attempted to revise the rv lead but was unable to retract the helix and therefore opted to replace it with a new lead. Due to an occluded subclavian vein, the physician was unable to place the new lead. Consequently, the pacemaker was explanted, and the rv lead was surgically abandoned. A micra pacemaker was implanted instead. The patient was pacemaker dependent, and lead dislodgement resulted in syncope, fainting, weakness, loss of consciousness and heart block. No additional adverse patient effects were reported. Additional information was received. A chest x ray and surface electrocardiogram confirmed dislodgement of rv lead.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead were explanted and surgically abandoned due to product performance issue. The previous pacemaker had been replaced because of normal battery depletion; however, days after the surgery, a lead dislodgement was noted. The physician attempted to revise the rv lead but was unable to retract the helix and therefore opted to replace it with a new lead. Due to an occluded subclavian vein, the physician was unable to place the new lead. Consequently, the pacemaker was explanted, and the rv lead was surgically abandoned. A micra pacemaker was implanted instead. The patient was pacemaker dependent, and lead dislodgement resulted in syncope, fainting, weakness, loss of consciousness and heart block. No additional adverse patient effects were reported. Additional information was received. A chest x ray and surface electrocardiogram confirmed dislodgement of rv lead.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued. This product was surgically abandoned and remains implanted, as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.